Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2013, resulting in fixture loss. The patient was reimplanted with two new fixtures during the same surgery.

Manufacturer narrative:
This report filed november 13, 2013.